Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a much lower insulin estimate than caller believed should be present after a recent fill. There was no reported impact to the customer¿s blood glucose level. Customer was already filling new cartridge when contacting support, and technical support guided customer through proper air removal steps; after completing these steps, customer resumed insulin delivery and cartridge reading was accurate.